Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter addr 1, initial reporter city and initial reporter e-mail. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device is in out of service. A technical support specialist (tss) had put the device back in service were able to access the medication on the device. Tss informed to customer that ¿someone had marked it as out of service on the pes webpage, which user had been unable to access it earlier¿. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was out of service. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6) medical center. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was out of service. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.